Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis. Treatment for the event was not reported. The recovery status of the peritonitis event was not reported. On an unreported date the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death. No additional information is available.